Event description:
It was reported that the customer was hospitalized for high bgs. The contact stated that the driver arms do not look right and also the pump had an alarm. The device was not available for testing at the time of call.